Manufacturer narrative:
The phosphorus reagent lot number and expiration date were not provided. During an investigation completed by an lis support team, they could see in the communication logs that a phosphorus result of 1.34 mmol/l was transmitted. The investigation is ongoing.

Event description:
There was an allegation of a software issue for 1 patient sample on a cobas 6000 c501 module. The initial phosphorus result was 0.42 mmol/l. The doctor requested that the sample be repeated. The results after being repeated twice were both 0.44 mmol/l. The customer alleges that in the laboratory information system (lis) instrument menu, the result associated with the repeated phosphorus test is 1.34 mmol/l. The value of 1.34 mmo/l does not appear anywhere on the instrument's result screens.